Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device longevity is less than anticipated. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device longevity is less than anticipated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance data was received and analyzed. Analysis found no anomalies. (B)(4).

Event description:
The device was explanted and replaced.